Event description:
The hcp reported the pt had a pump replacement and post-operatively, they had persistent spasms and clonus which did not respond to bolus infusion from the pump. The pt was discharged to home after 3-4 days. They "did reasonably well although continued to have clonus and an increase in their spasticity that really never got better." The hcp reported they did plain films, bolus injections, tapped the access port and withdrew csf, and refilled the pump with new baclofen. They were unable to demonstrate a disconnect. They explanted and replaced the pump with the report that the pump had failed. The pt is reported to be not much better. The hcp is titrating the baclofen up to see if they can overcome the spasms and clonus.